Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the plate and the locking screws for the distal radius. The surgeon verbally confirmed with the sales rep which was the locking screw hole in the combination hole when fixing the plate shaft hole. Then, the va locking screws in question were inserted as per procedure. The first screw was inserted into the distal hole of two combination holes. At first, 16 mm screw was inserted into the distal hole; however, it was replaced with the 14 mm screw because of the contralateral cortical disengagement of the screw. The locking screws in question were inserted into the two holes, and the image showed that the locking screws in question were inserted into the holes for cortex screws. The surgeon removed the locking screws in question and cortex screws were inserted into the holes without new drilling. The operation time extended about 5 minutes because of the screw replacement. The surgery was completed successfully. This report involves one (1) 2.4mm ti va locking screw stardrive 14mm sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.